Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture and fluctuating impedances after a normal device replacement procedure. It was noted that during the device replacement procedure, the lead appeared fine and measurements were normal. Then, post-operatively, while the patient was still being observed in the hospital, loss of capture and fluctuating impedances were observed. A lead revision was therefore performed. The lead was capped and replaced. Additional information was received from the patient that the patient experienced an episode of syncope three days before this rv lead was explanted and replaced. The patient also suffered a lung perforation during the lead revision procedure and the patient required insertion of a chest tube and extended monitoring for three days post lead revision at which time the patient was cleared to return home. No further patient complications have been reported as a result of this event.